Event description:
It was reported that the right atrial (ra) lead had fractured. The lead had loss of capture, high out-of-range impedance, and noise. Technical services (ts) recommended the atrial tachycardia discriminators be turned off. The clinic followed the ts's recommendation. The device remains in use. No adverse patient effects were reported.